Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump errors. The customers blood glucose level was unknown at the time of incident. Customer stated that the pump did not return to normal after inserting fresh battery. The customer was advised that the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty at interface board. No unexpected/beep anomalies were noted. Unable to perform operating currents, self-test and displacement test or verify e13/a13 alarms due to full segment display